Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm while in the pocket. Tandem technical support confirmed the reported issue in the pump logs. The customer's blood glucose level was not impacted. It was indicated that the customer had alternate insulin therapy available.